Event description:
It was found that stair tread/tracks won't engage due to a missing fastener on the patient left latch for the track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.